Event description:
The events with the ventilator autocycling occurred on 8/1/96 or 8/2/96 at 6:00 p.m. On 8/1/96. The setting on the ventilator at the start of the event was, set rate 12, vt 700cc, ps+8 cmh20, pressure trigger at -1cmh20. The actual rate was 28 b/m with the pt effort light activating with every breath. Abg's were drawn with the following results: ph 7.72, pc02 16 and a good p02. Rptr stated that they then paralyzed the pt to stop the hyperventilation. The ventilator continued to trigger after the pt was paralyzed. They exchanged ventilators and placed the pt on another ventilator. Upon close inspection found a hole in the exhalation valve diaphragm.

Manufacturer narrative:
Using a disposable standard 72 inch circuit the self diagnostic testing passed without any problems. In all case with autocycling present, using variable size holes in the exhalation valve diaphragm the self test detected the hole and failed the d7 pressure test. However the d7 test would pass with the presence of small hole in the exhalation valve diaphragm but with no autocycling. Testing performed without peep showed no autocycling. Autocycling can occur in the presence of a leak in the circuit and with a hole in the exhalation valve diaphragm. This event most likely occurred due to the hole in the exhalation valve diaphragm along with an addition leak in the pt ciruit and or around the pt's airway. In most cases the d7 self test will detect holes in the exhalation valve diaphragm that are large enough to cause autocycling.